Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's epicardial anterolateral right ventricular (rv) lead had high threshold. It was noted the threshold had been chronically elevated and the impedance was within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.